Event description:
In 2009, the patient reported she continues to have air bubbles where her insulin cartridge attaches to the infusion set tubing. She stated she will insert a new infusion headset and tubing and about 8 hours later, she will receive an e4 (occlusion) error on her infusion device and see the air bubbles. She stated that since about 3 days, her blood glucose has been elevated as high as 585 mg/dl and "hi" on her meter with her normal reading being 90 mg/dl. She said she has been treating her elevated readings by bolusing insulin. She said her current blood glucose is 72 mg/dl which is normal for her. She stated she tries to prime when she receives an e4 but immediately receives another e4. She said she will sometimes disconnect from her infusion set, prime out the air and then reconnect which resolves the issue until the bubbles again appear. She thinks the issue is with her infusion device. She said she changes her headset every 3 days and has been changing the tubing 4-5 times per day because of the constant occlusion errors. She changes the adapter every 2 weeks and has changed her cartridge as recommended. She stated she has worked with a trainer but the issue continues. The infusion set was requested to be returned for evaluation. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.